Event description:
Customer reported receiving a sensor error and a cal error alarm on the insulin pump. It was noted that the customer had blood glucose readings of 46 mg/dl in the morning. It was noted that the customer over treated and then had blood glucose readings of 321 mg/dl. The cause of the low was reported to be oversleeping and not eating anything. It was noted that the cannula was kinked and the needle hub was stuck in the serter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.